Event description:
The surgeon was tapping over the 25" blunt guidewire while placing a s2ai screw and noticed a small fragment on the x-ray. Upon further inspection, it was noted the distal tip of the 7.5mm cannulated tap had broken off inside of the ilium.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
H6. Investigation findings: 3243. Investigation conclusion: 22. Device evaluation: device shows minimal signs of wear. Visual inspection confirms complaint. There is a gash cut at the distal end of the tap. The break is clean and angled at approximately 45 degrees. Additionally, it was observed that another gash cut is flared outward. The third gash has no observable signs of damage. The fragmentation, angle, and bend present on one of the remaining flutes indicate this fracture was likely a result of both high torsional and bending loads. Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Taps come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter. Labeling review: possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.